Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 407 mg/dl, which was treated with bolus. Blood glucose level at the time of the call was 157 mg/dl. Customer declined to complete troubleshooting, but no malfunction was shown. The reservoir was not replaced or returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.